Manufacturer narrative:
No device will be returned per customer. The customer complaint could not be confirmed because no device was received for failure investigation. The root cause of this failure was not identified.

Event description:
The customer reported at 1141 primary infusion of dacarbazine 724ml per hr. With a vtbi of 543ml to infused over 45 min. The device alarmed for patient side occlusion that stopped the infusion for 57 seconds before it was restarted. At 1228 the device went to a kvo rate of 20 ml/hr . An additional 25 mls of volume was added and at the same rate of 724 ml/hr. There was no additional event details provided .